Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality (very porous bone), mobility. 6 implants were placed at the same time (15, 13, 23, 25, 33 and 42) only 15 did not integrate well.